Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller and batteries were becoming hot enough to cause skin blistering. There were no controller alarms during events of temperature increase. The pump power was within range and the pump is operating as expected. The patient was keeping the controller in a very thick padded vest made from denim material which did not allow air circulation which may be adding extra heat. The patient was advised to use the abbott vest with battery holster and leather pouch or to use a vest with a mesh pocket to allow for air flow. A rash/blistered area around the driveline was also reported. Related MFR # 2916596-2020-04294; 2916596-2020-04298; 2916596-2020-04300.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the patient's rash/blister could not conclusively be determined through this evaluation, the account communicated that there was a significant increase in heat coming from the patient¿s controller and batteries. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. No hazard alarms were observed within the file. The pump remained above the low speed limit for the duration of the file. The pump appeared to be functioning as intended. The account later communicated that the issue has resolved. No equipment was exchanged. The rash/blistered area around the driveline has also healed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also explains that a set of wear and carry accessories is required for a discharged patient. Section 2 warns to avoid system controller contact on bare skin under because burns may occur. Section 3 explains that the batteries and attached battery clips can be worn in holsters, one under each arm, or across the body, in a bag, or in a pouch around the waist. The heartmate ii lvas patient handbook is also currently available and contains similar information to the IFU. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01oct2015. No further information was provided. The manufacturer is closing the file on this event.